Event description:
It was reported that the patient presented for a procedure. During the procedure, it was noted that the left ventricular (lv) lead had dislodged. The physician attempted to reposition the lv lead, but the lead exhibited failure to sense, pacing, and high pacing impedance. The physician opted to explant and replace the lead, a new lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of lead dislodgement could not be confirmed. The reported events of no pacing, no sensing and high lead impedance were confirmed. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The s-curve hump height was measured within product specification. The lead connector passed insertion testing into the test ICD device but failed to insert into the test is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.